Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 499 mg/dl. The customer was treated for high blood glucose with syringe with insulin. The customer blood glucose was high all day. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 499 mg/dl. The customer stated that there is broken off piece at the bottom end of the pump. The customer doesn't know what caused for the bottom to fall off. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with detached and missing the end cap also, had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.